Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Prior to the procedure it was noted that the right ventricular lead exhibited noise, high capture threshold, and low pacing impedance. During the procedure on (B)(6) 2021, lead fracture was observed. The lead was capped and replaced. The patient was recovering.